Event description:
The ge oec 7700 fluoroscopy system would not boot up.

Manufacturer narrative:
A ge oec service representative investigated the issue and found loose pcbs in the workstation. This was presumed due to shipping. The pcbs were re-seated. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.